Event description:
It was reported that on (B)(6), 2010 the patient had a knee surgery. No issues were noted at this time. On (B)(6), 2010 the patient had a follow-up x-ray and it was determined a metallic piece was inside the patient. A second surgery was performed on (B)(6), 2010 to remove the piece and it was determined to be the end of the tip of a saw blade where the blade attaches to the handle. It is unknown if the piece came from a reprocessed ascent device or an original manufacturer device. The patient was reported to have no adverse outcomes from either procedure.

Manufacturer narrative:
The complaint device was not returned to ascent for evaluation so a root cause could not be determined. The complaint facility stated that based on where the metal piece was found, they believe the piece came from the original manufacturer device however it could not be determined for sure. Ascent's instructions for use state: verify that the surgical accessories have been properly inserted and tightened before instrument activation to avoid distal migration and possible injury. Do not apply excessive lateral force. Due to the infrequency of this type of event, no trend analysis is available.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp)'s caregiver (cg) reported that the hp was connected to the hc machine prior to starting the initial drain. The technical service representative (tsr) assisted the cg with troubleshooting, clearing the alarm, explaining the alarm, advising to start over with all new supplies and to call the nurse to inform of air detect alarm. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
On october 22, 2010, ascent received a medwatch from the FDA related to the initial MDR that had been filed on (B)(6), 2010. The medwatch provided a different part number than the original part number that was reported. The complaint device was still not returned to ascent so no additional details were provided and no additional investigations could be performed.